Event description:
It was reported that the implantable cardiac monitor (icm) migrated out of the incision site. 1 centimeter was hanging out so the physician was able to explant with little effort. Data on the device indicated that the signal dropped off about two months post implant. The patient thought that the icm migrated out when they turned on their left side while lying supine in bed. The icm will be replaced at a later date. It was noted that the patient is taking part in the reveal af study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).